Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 2 5 ml bd luer-lok¿ syringes sterile, single use experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: caller reported insulin coming back of syringe near plunger when pulling insulin out of bottle. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 5ml syringe, pn 309646. Product lot # - m622291. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes. Cts clarification leaking of insulin came out of plunger area of syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 5 ml bd luer-lok¿ syringes sterile, single use experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: ¿ caller reported insulin coming back of syringe near plunger when pulling insulin out of bottle ¿ number of occurrences - 2 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ product with issue - bd 5ml syringe, pn (B)(4) ¿ product lot # - m622291 ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes. Cts clarification leaking of insulin came out of plunger area of syringe